Event description:
Pt underwent a right l4-l5 standard microdiscectomy on 03/11/1999. Adcon was administered intraoperatively. Two or three days post-operatively, the pt complained of headache and wound swelling. Bedrest was prescribed and a lumbar drain was inserted. The event resolved when an epidural blood patch was applied. The pt did well after application of the blood patch.